Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the pump had no power. The patient had a blood glucose (bg) of 528 mg/dl with large ketones and extreme thirst. The patient required no unusual treatment. During troubleshooting, customer support found that the alarm history indicated a replace battery alarm which led to the power loss/rebooting. This complaint is being reported as the patient experienced hyperglycemia related to training/misuse.